Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Low bg cause was not known. The customer fell going up the steps to their home and hurt their hip because of the low bg. The customer called 911 and attempted to address the low bg by consuming glucose tablets and drinking a coke. The customer was taken to the emergency room and was subsequently hospitalized. The customer¿s low bg self-resolved and the hospital staff provided maintenance care after taking patient off the pump. A system check was performed, and it was found that the customer was using off label insulin (eli lilly) within the pump supplies. The customer was discharged two days later, (B)(6) 2023 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.